Event description:
Pt was to have CT brain with contrast. Stuck right hand, got good blood return on first stick. Test injected 5cc, vein blew. Put pressure on vein for 3 minutes. Found another vein in right hand. Also got good blood return. Test injected vein blew. However, injector did not stop injecting contrast. Pushed hold button on injector. Injector still was injecting. Finally pulled syringe from injector. By this time, 65-70cc total contrast (optiray) had infilitrated into back of pt's right hand. Pt sent to the emergency dept.